Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was performed due to the patient experienced painful pocket site. X-ray confirmed a implantable pulse generator (ipg) device migration. Swabs were taken, and results were negative. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.